Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced laceration at the drg ins pocket site on (B)(6) 2017. As a result, the patient underwent surgical intervention on (B)(6) 2017 wherein the drg system was explanted.